Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The crt-d was explanted. There were no additional adverse patient effects reported. This ra lead remained in service and connected to the new device.